Event description:
Patient suffering from silent ischemia. One lesion in the proximal rca was treated approximately 2 months ago. One 3.50mm x 30mm endeavor stent was implanted. Eighteen days post implant the patient suffered a spontaneous bleed. The investigator stated the location of bleed is unknown. Ffp transfusion required. Event caused an extended hospitalization. Please note that this device is not distributed in the united states.

Manufacturer narrative:
Results: inherent risk of procedure (hemorrhage requiring transfusion). Patient's condition affected (spontaneous bleed). Conclusion: device failure/lack of effectiveness related to patient condition. Other: extended hospitalization.